Manufacturer narrative:
Initial reporter full name: (B)(6) - nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) was not filling appropriately. The customer stated as part of the hospital¿s protocol, their patient are to walk with femoral placed iabs. They stated the iab indicator only showed the iab filling to the first marker when the patient was standing, and it only started that day. They laid the patient back flat and the indicator filled completely. They got a chest x-ray that showed correct placement. They tried out a second pump. It did the same thing, indicating the iab was the issue. The physicians felt there was something wrong with the iab. The physicians planned to replace the iab the next day, since it had not been an issue until that day. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1(contact person ¿ mfg site), g3, g6, g7, h2, h3, h6, (investigation findings, type of investigation, investigation conclusions), h11. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, between the iab and sheath and inside of the inner lumen. The sheath was returned covering the catheter tubing. Three kinks were observed on the catheter tubing approximately 76.2cm, 74.9cm and 47cm from the iab tip. Additionally, one kink was observed on the inner lumen approximately 76.2cm. The one-way valve was also returned for evaluation. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. - one-way valve vacuum test was preformed, and it was able to hold vacuum. - the iab was placed on the cardiosave pump and pumped for two minutes which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. Complaint ID no. (B)(4).